Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31100344l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia ablation procedure which included a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and during ablation, the patient experienced cardiac perforation that required pericardiocentesis. Two catheters were used for the procedure, a stsf and a soundstar catheter. They went in with the ultrasound catheter, got some sound contours first of the anatomy, then they put up the ablation catheter and got into rvot (right ventricular outflow tract), mapped around, located an area they thought would be good for ablation, applied a few lesions, still had pvcs (premature ventricular contractions) so they mapped around a little more. When the physician realized the heart rate was elevated and the blood pressure had dropped a little bit, he then moved the soundstar catheter and noticed the effusion. The biosense webster inc. (Bwi) representative is not clear on why they were ablating at 30 watts. There were no high spikes in force and did not notice anything above 30 grams. The patient underwent pericardiocentesis. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The patient has improved but was admitted to the intensive care unit (ICU). No transseptal puncture was performed. No evidence of steam pop.